Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed off no power test, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, and excessive no delivery alarm test. No excessive no delivery alarms or motor error alarms noted. Unable to prime during prime/delivery test due to faulty forced sensor resistor. Unable to complete functional test including occlusion test due to prime anomaly. Motor was tested outside the device and passed. Unit received with cracked reservoir tube lip.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms and motor error alarms. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history did not contain motor position encoder error alarm but did contain more than one motor error alarms and no delivery alarms. Customer was advised that insulin pump would need to be replaced.